Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness, headaches, asthma, lung disease, heart congested, and heart failure in a recertified dream-station auto CPAP. The manufacturer was made aware of this complaint through a representative of the customer. No other information has been received, however, if additional information is received a supplemental/follow up will be sent.